Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. After the additional testing, (B)(4) evaluated the subject device. The evaluation confirmed scratches and kink in the insertion portion, and damage of the boot of the insertion portion. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria. The surveillance culturing test was reportedly conducted after a endoscopic cholangiography (ercp) for patients possibly infected with klebsiella pneumonia producing carbapenemase. The facility had reprocessed the subject device using an olympus automated endoscope reprocessor model etd-4 (not available in the USA) with peracetic acid. There was no report of infection associated with the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".